Event description:
It was reported that this implantable pacemaker reverted to safety mode during a revision procedure. It was noted that the device had a battery life of less than one year and had been implanted for over 12 years. The patient was scheduled for the revision and when the physician attempted to interrogate the device, it reverted to safety mode. The patient reported a noticeable change in the pacing rate. The cardiac physiologist noted that the device did not remain in safety mode as expected. Subsequently, the device was explanted and replaced as planned. However, when the device was interrogated a week after the procedure, no connection could be established despite the programmer wand being positioned directly over the device. No additional adverse patient effects were reported. This device is expected to be returned for investigation.